Event description:
It was reported that patient enrolled in a clinical study and underwent a total hip arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2012 due to subsidence of the femoral stem.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that this type of event may occur. Under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity."